Manufacturer narrative:
Device was received with a no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind due to corroded motor home switch. Unable to confirm the motor arm cannot communicate with the main arm and this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error or perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarm. Also, moisture damage noted on the electronic assembly. No moisture on the battery tube or vibrator noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an error alarm. It was noted that the alarm occurred multiple times. Customer is unsure of the leading events. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.